Manufacturer narrative:
The complaint is not confirmed. No functional discrepancies were observed. The unit passed all bench tests before and after conducting a four hour burn-in verification test.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
This is a conversion from cc180655, line 278732. After further communication with the customer it was reported that during an diagnostic knee arthroscopy on (B)(6) 2020 the pump stopped working. After the device booted up it immediately shut off again. The power cable was exchanged but the reported event reoccurred and after the fourth attempt the device did not power up again. It was further reported that the patient was intubated and the surgeon has resected two fringes of the meniscus when the reported issue occurred. Due to this failure the surgery was aborted and the patient had to be extubated. However it was further reported that the patient symptom-free since the procedure and no further surgery is currently planned.